Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced foreign matter on the device cannula. The following information was provided by the initial reporter: when needle shield was removed prior to injection, there was a "white, hard substance on needle tip" "looked like plastic".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-nov-2022. H6: investigation summary; customer returned (5) 1cc, 8mm, 31g syringes in an open poly bag from lot # 1242533. Customer states that was a white, hard substance on needle tip. All returned syringes were examined and no fm was observed on any of the samples. The customer also returned a photo of a loose piece of material. It is difficult to determine where this material originated from. A review of the device history record was completed for batch# 1242533. All inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced foreign matter on the device cannula. The following information was provided by the initial reporter: when needle shield was removed prior to injection, there was a "white, hard substance on needle tip" "looked like plastic".